Event description:
Technician alleged that the trendelenburg function is not working. No patient impact.

Manufacturer narrative:
The technician found the trendelenburg offset plunger is missing the pin and push nut. The technician replaced the trendelenburg offset plunger pin and push nut to resolve the issue.